Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an intrinsic ventricular tachycardia episode. The device appropriately delivered anti-tachycardia pacing (atp) therapy, however, this accelerated the rhythm into a ventricular fibrillation. The device delivered an appropriate shock in order to end the episode. Additionally, it was noted that high pacing thresholds were observed on the right atrial (ra) and right ventricular (rv) channels after the shock delivery. This was determined to be related to the change of output for post shock pacing. There were no issues with the leads. A follow-up in the future with further evaluation of the patient was recommended. No programing changes were performed. This device remains in service. No further adverse patient effects were reported.